Event description:
Complainant alleged that during routine testing and preventative maintenance, the device's pacer output was found to be erratic and was not within specified tolerances for the selected settings. The complainant indicated that there was no pt involvement in the reported failure.